Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used to close the incision. The patient developed a hematoma unrelated to the topical skin adhesive, which required a second surgery. During second operation, the physician was unable to remove the topical skin adhesive and was required to make another incision. It is unknown how the product was being removed. No additional information was provided.